Manufacturer narrative:
Device was returned in excellent condition. No cracks, damages or contamination visible. Device works in normal warming function. Let the unit run for 30 minutes. Measured temperature 41.7°c with tempcheck pm 338 due date 04-2020. Check over temperature setting at 43.6°c +/- 0.03 using over temperature test button and over temperature alarm failed. Recalibrated over temperature alarm and device passed all the functional test. Long term test for one day. According to service manual hl-90, 15 min is normal time to stabilize 41 degrees c. Electrical safety and functional test passed. Device sent back to customer. Customer stated problem confirmed. Problem source is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the over-temperature control key on a smiths medical level 1 hotline blood and fluid warmer failed to halt the temperature increase on the l-70 ni system. The device had reached a temperature of 41 degrees and climbed to 43 degrees after the over-temperature control key was activated. In addition, the device did not activate any visual or audible alarms at the undesired temperature of 43 degrees. The user suspected that there was an issue with either the over-temperature alarm activation. Or the activation of the visual and/or audible alarm systems. Event occured on the first startup of the device. No patient involvement.